Event description:
It was reported that this inflatable penile prosthesis (ipp) presented difficulties with complete cylinder deflation. Additionally, spontaneous inflation was occasionally observed during abdominal pressure. The physician suspects this may be related to an excess amount of fluid in the system. A revision surgery was indicated to reduce the fluid volume. No patient complications were reported.

Manufacturer narrative:
Correction to field h6: device codes concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented difficulties with complete cylinder deflation. Additionally, spontaneous inflation was occasionally observed during abdominal pressure. The physician suspects this may be related to an excess amount of fluid in the system. A revision surgery was indicated to reduce the fluid volume. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).